Event description:
I have breast implants because I had prophylactic mastectomy due to cancer and brca +. My original implants were recalled and found out they were leaking when they were removed. On (B)(6) 2024 my breasts began to burn and I realized I had finger like red blotching on my breasts which blistered the next day. My breasts are progressively becoming discolored (purple). I called allergan and they told me my current implants are not being recalled however I'm concerned with this "reaction" and discoloration. I have pictures if needed. I have told my primary care doctor and she told me to contact allergan. I have since reached back out to her and I may seek continued care. Reference report: mw5155263.